Event description:
Catheter is split about 3" from velcro cuff (toward catheter tip). This portion of the catheter is outside of the blood vessel. Pt has catheter in place for chemotherapy medication. Medication was leaking from split.